Manufacturer narrative:
A disposable cutting guide instrument broke during surgery following impaction onto the bone. Surgery was completed successfully. Review of the device history record indicates the device was manufactured to specification.

Event description:
A disposable cutting guide instrument broke during surgery following impaction onto the bone. Surgery was completed successfully.